Event description:
It was reported that during a da vinci-assisted esophagectomy non-transthoracic transhiatal surgical procedure, customer contacted dvstat to report the harmonic ace instrument was broken. Ethicon device prompted "release pressure", this issue caused harmonic ace to break. The customer used force triad to continue the procedure. There was no system error reported. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during the surgery, only ace cracks were found in the jaws, which broke after being washed away for inspection. Customer always inspects instrument before use. Gastric cancer surgery was being performed. The instrument did not collide with any other instruments. No fragments fell inside the patient. The tip of the ace broke during the washing process after surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the harmonic ace instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.